Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - there is shaft breakage and cracking at a punched hole of the unit. In addition, cracking occurs at the punched holes of the catheter. No functional/dimensional inspection was performed due to the condition on the received unit. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that following a percutaneous transhepatic drainage of the biliary tract, the catheter was broken. In (B)(6) 2014, the expel drainage catheter with twist-loc hub was implanted into biliary system. The procedure was completed without issue. In (B)(6) 2015, the catheter was to be removed and only 15cm of the proximal section was removed. The distal section of the device was broken and remained in the duodenum. No additional patient complications were reported and the patient status is stable.

Event description:
It was reported that following a percutaneous transhepatic drainage of the biliary tract, the catheter was broken. In (B)(6) 2014, the expel¿ drainage catheter with twist-loc¿ hub was implanted into biliary system. The procedure was completed without issue. In (B)(6) 2015, the catheter was to be removed and only 15cm of the proximal section was removed. The distal section of the device was broken and remained in the duodenum. No additional patient complications were reported and the patient status is stable.